Event description:
Physician reported "implant rupture", confirmed during explant surgery. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and underweight. A microscopic analysis was performed which identify a broken striated in the anterior side and missing piece of the shell. Based on the device analysis the final assessment is: -a striated broken in the anterior side assessed as surgical damage. -missing piece of the shell assessed as inconclusive.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture", confirmed during explant surgery. Device has been explanted. This relates to the left side.